Event description:
The lay user/pt contacted lifescan on january 7, 2007 and alleged that her one touch ultra meter kept giving her error messages. The pt reported that she had attempted several times to obtain a result on the reported meter. However, she kept getting the error 2, 3, 4 and 5 on the meter. It is unclear how long she was not able to test her blood glucose level. She then took 45 units of humalin 70/30 (medication regimen not provided) and went into a "semicoma;" she went to the emergency room where her blood glucose level was about 32 mg/dl. The pt claims she "would have eaten more or not taken as much insulin" if she knew her blood glucose result. There is no further info provided regarding the hosp visit and treatment administered. At the time of troubleshooting, it was discovered that the pt was not applying the blood sample correctly to the test strip (use error). She was also inserting the test strip prematurely into the meter. The error issues were resolved with troubleshooting. This complaint is reported because the pt was not able to obtain a blood glucose result due to the error messages, took insulin, and experienced hypoglycemia. The error messages were resolved with troubleshooting (use error). A replacement meter was sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.